Manufacturer narrative:
(B)(4).

Event description:
New information received from the customer stating there was no patient harm.

Manufacturer narrative:
One opened knife was received seated incorrectly in a tip protector tray for the report of tip of knife not sharp. The returned sample was visually inspected and was found non-conforming with a damaged tip and a damaged cutting edge. Penetration testing could not be performed due to the damage of the sample. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. The exact root cause could not be determined from the investigation performed. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the tip of a knife was not sharp. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.